Event description:
It was reported when using the bd pyxis¿ es server , patient profile not showing on all stations the customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not showing on all stations. A technical support specialist dialed into the reporting server since another agent was actively working on the application server. The specialist opened sql server management studio and ran a patient cast query using the patient visit ID, confirming that the patient appeared as admitted. Upon checking the enterprise server, it was found that the patient had multiple profiles with different statuses and was assigned to different units. The customer was advised to contact their admission, discharge, and transfer (adt) team to address the matter. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.